Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient was admitted to the emergency room on (B)(6) 2015 for overdose. The pump was programmed to minimum rate and then the patient experienced withdrawal. No further information was provided.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reporting the patient was found in his care slumped over in the passenger seat foaming at the mouth on (B)(6) 2015. The patient was hospitalized for overdose that day and the pump was turned to minimum rate. The next day a consumer reported the patient was experiencing withdrawal symptoms as a result of the pump being programmed down to minimum rate. The patient was prescribed clonidine on (B)(6) 2015 to aid with the withdrawal symptoms. The event resulted in in-patient hospitalization, prolongation of existing hospitalization, and a life-threatening illness or injury. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone and bupivacaine with a drug action of no change in drug. The patient's overdose resolved on (B)(6) 2015 and the withdrawal resolved on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.